Manufacturer narrative:
A4: patient weight was not provided. D4: device manufacturing and expiration dates (h4) could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete."

Event description:
It was reported that the patient passed away from an unknown cause on (B)(6)2017. It was stated that the death was not device or therapy related, and that an autopsy was not performed. The pump was not explanted and was not returned. The customer stated no further information was available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system and the reported patient outcome could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: corrected information in d4 (additional device information): removed incorrect information and updated primary UDI number. Corrected information in h4 (device manufacture date): removed incorrect information. D4: the device serial and lot numbers were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.